Manufacturer narrative:
Per the investigation notes, the quality inspector found marks on the foot control consistent with damage resulting from the foot control being crushed underneath of the column.

Event description:
The foot pedal is not operating properly and it will start moving the table on its own. The button appears to be stuck. This has happened during procedures, but has not caused any adverse events. The customer has unplugged the foot pedal and is using just the hand control to operate the table.